Manufacturer narrative:
Originally we reported that we received this product on 6/27/2016. However, we received a second catheter for this event. After following up on this extra product, we received clarification on 7/23/2016 that the original product received belongs to a separate complaint file ((B)(4)) which is assessed as not reportable. Also it was clarified that the second catheter received does belong to this event. Therefore, this report is providing the correct conclusion (see: evaluation summary) and the device received date has been corrected to reflect 7/23/2016. (B)(4). It was reported that a patient, 67 year old, male, underwent an ischemic ventricular tachycardia (isvt) procedure with a smart touch bidirectional catheter. During the procedure, the patient coded and it was confirmed by the recording system. The patient received CPR and medication. The patient did require extended hospitalization as the patient had clinically declined. The patient was eventually discharged home. The patient was reported to be in stable condition at the time the complaint was reported. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for the functionality of the sensors on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac arrest remains unknown.

Manufacturer narrative:
(B)(4). It was reported that a patient, (B)(6), male, underwent an ischemic ventricular tachycardia (isvt) procedure with a smart touch bidirectional catheter and suffered a cardiac arrest which required cardiopulmonary resuscitation (CPR) and medication. During the procedure, the patient coded and it was confirmed by the recording system. The patient received CPR and medication. The patient did require extended hospitalization as the patient had clinically declined. The patient was eventually discharged home. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that it was because of the patient¿s condition. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for the functionality of the sensors on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac arrest remains unknown.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient, (B)(6) male, underwent an ischemic ventricular tachycardia (isvt) procedure with a smart touch bidirectional catheter and suffered a cardiac arrest which required cardiopulmonary resuscitation (CPR) and medication. During the procedure, the patient coded and it was confirmed by the recording system. The patient received CPR and medication. The patient did require extended hospitalization as the patient had clinically declined. The patient was eventually discharged home. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that it was because of the patient¿s condition. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.